Event description:
While investigating a (B)(6) male patient¿s electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed an insulation resistance test. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an insulation resistance test. The test failure was isolated to an intermittent pulse wire solder connection inside the electrode belt distribution node. The root cause for the intermittent pulse wire solder connection could not be positively identified. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.